Event description:
It was reported that a sudden drop in longevity was noted on the device via remote transmissions. The battery capacity gauge was 2/3 full on (B)(6) 2025, but by (B)(6) 2025, it was almost completely depleted. There were no remote transmissions between the two dates. When the field representative interrogated the device in person, the gauge looked similar to the (B)(6) 2025 remote transmission battery gauge. No further information was reported.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined that there was an unexpected increase in the current drain and a drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.